Event description:
The customer reported that during a para-aortic lymphadenectomy, the device inadvertently came in contact with the renal vein and caused thermal damage. Bleeding of less than 500 cc occurred due to this contact. The surgeon used ligatures and a covidien lf1737 ligasure vessel sealing device to stop the bleeding. The patient has since recovered from the incident. The device was discarded after the procedure and will not be returning for evaluation.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.